Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced underdose symptoms and increased spasticity due to a fractured catheter. The patient had loss of effect over the past several months prior to the report with no response to dosing changes. No overt episodes of withdrawal were noted. The patient was hospitalized for the event. X-ray imaging was performed as diagnostics. A catheter revision took place on (B)(6) 2013 at which time some of the spinal portion of the catheter remained implanted and an otherwise new catheter was implanted. It was noted that the issue was resolved. The dose was reduced following the revision. Patient status at the time of the report was no injury. The device system delivered lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).